Event description:
It was reported that the patient¿s first pump went dry. He had experienced pain and noted ¿I guess I was going through withdrawals with it.¿ the patient presented to the emergency room and reportedly the health care provider thought the patient was having a heart attack. This issue was resolved when the pump was refilled. The health care provider stated to the patient that the pump ran dry ¿way¿ earlier than it should have. It was not provided what medication this device system delivered at the time of the event. Additional information was requested and it was further reported that the health care provider did not have access to the records and no further information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l43899, implanted: (B)(6)1997, product type: catheter. (B)(4).